Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported that a patient presented with meibomian gland debris in the right eye, one day following lasik surgery. The debris were dense and located centrally. The patient reported halos, glare, blurry vision, light sensitivity, and poor contrast. The patient was treated with increased steroid drops. According to the optometrist, the event was caused by the patient squeezing his eye excessively during the procedure. Approximately three months later, a flap lift and clean was performed. The event resolved after the intervention, and the patient was happy at the most recent postoperative visit. No further information is expected.